Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgical tech was loading a broach on, an internal piece of metal fell out. There was no harm done to patient, all broken pieces were retrieved, no delay occurred, no person was injured.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "it was reported that when the surgical tech was loading a broach on, an internal piece of metal fell out. There was no harm done to patient, all broken pieces were retrieved, no delay was occurred; no person was injured". The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that the internal hinge has broken off; near the joint-area of the lever mechanism; fragment was not returned for evaluation. Additionally, nicks and impaction marks we observed all over the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, applying an excessive amount of fore while closing the lever, heavy usage and unintended impaction forces, most likely from bottom-up impactions applied to disengage the device. These repeated unintended forces could have introduced stress to the device structure, potentially leading to the hinge breakage. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ant broach handle - l would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.